Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned; subsequent information received indicated the device will not be returned. The emboshield nav6 instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guidewire other than the barewire filter delivery wire (fdw) will lead to loss of the filtration element (fe) during the procedure or an inability to retrieve the filtration element. In this case, a viperwire was used instead of the barewire fdw. The subsequent detachment of the fe from the guide wire was directly related to this deviation from the IFU. Reportedly, after the fe was lost from the guide wire, it was inadvertently struck by the atherectomy device. The doctor subsequently reported that he did not think the atherectomy device caused the separation as it would have caused more damage to the frame. Based on the reported information, the contact with the atherectomy device is the only likely cause for the separation, however, without the device to examine, a definitive cause for the separation could not be determined. Per the emboshield nav6 IFU, the emboshield nav6 is only indicated for use in the carotid arteries. In this case, the device was used in the popliteal artery. This deviation from the IFU does not appear to have caused any of the reported device issues or patient effects. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. A query of the complaint-handling database was performed and there have been no similar incidents reported for within this lot. There is no indication of a lot specific product quality issue. During manufacturing, all emboshield nav6 devices are subjected to a 100% visual inspection, including the filter attachment to the frame and a quality control audit inspection is performed on a sample of all embolic protection device parts to verify functionality.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 014 viper. Atherectomy: diamondback. (B)(4) - use in incorrect anatomy; use with the wrong guide wire. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information. (B)(4).

Event description:
It was reported that the emboshield nav6 was used off label in the popliteal artery with a non-abbott atherectomy device. The nav6 was used with a non-abbott guidewire, rather than the barewire, because the non-abbott wire is designed for use with the atherectomy device. The non-abbott wire was in the right peroneal artery and the nav6 was distal to the lesion in the popliteal artery. During the procedure, the guidewire was inadvertently pulled back causing the nav6 to pull into the distal superficial femoral artery (sfa). Although the guidewire was advanced back to the peroneal artery, the nav6 remained in the distal sfa. The atherectomy device was inserted; it spun and hit the nav6 causing the filtration element frame to be separated from the rest of the nav6. The nav6 recovery catheter was inserted and removed the nav6 except for the filtration element frame. A non-abbott stent was implanted to embed the nav6 filtration element in the sfa. There was no adverse patient sequela. A user facility medwatch was later received stating: "during angioplasty the emboshield nav6 filter broke and the filter 'ring' remains in the intima of the vessel because it could not be retrieved. A stent was placed over the lesion and 'ring' (stent was planned to placed over the lesion anyway) to prevent migration." The facility reporter was contacted and clarification was obtained indicating that a large nav6 was used for the procedure, but after the device separated, a small nav6 was used to try and retrieve the separated segment; however, this attempt was unsuccessful. A non-abbott stent was used to embed the nav6 filtration element in the sfa. There was no additional information provided.

Event description:
Event description was truncated on the initial medwatch and continues as follows: the facility reporter was contacted and clarification was obtained indicating that a large emboshield nav6 was used for the procedure, but after the device separated, a small emboshield nav6 was used to try and retrieve the separated segment; however, this attempt was unsuccessful. Subsequent to the initial medwatch filed, additional information was received indicating that the physician does not feel the atherectomy device caused the separation of the emboshield nav6. He feels that if the atherectomy device did cause the separation, it would have shredded the filtration element, not just separated it from the filtration element frame. No additional information ws provided.